Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the initial testing of the device at the manufacturer the screen turned white. In addition, the "feet" were observed to be missing. Additional evaluation was completed on the device at the manufacturer service center. The previously reported issue of the screen turning white was unable to be confirmed. The device powered on and operated as intended. The reported issue of "missing feet" was confirmed. Customer requested that no repair of the device be completed at this time.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the initial testing of the device at the manufacturer the screen turned white. In addition, the "feet" were observed to be missing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.